Event description:
It was reported, image crackling was observed to be caused by movements of the signal cable at the base of the camera head. This issue was found during preparation for use prior to an unspecified therapeutic procedure. The procedure was completed as planned by using a similar device. No patient harm was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to disconnection in the cable unit, there is noise in the image. Based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This device was manufactured over 8 years ago. This issue is addressed in the instructions for use (IFU):never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Should additional relevant information become available, a supplemental report will be submitted.